Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that upon opening the right atrial (ra) lead from its box, one of the ra lead's fins was broken. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of missing lead¿s fin was confirmed. As received, a complete lead was returned with one tine broken and was missing/not returned. Unable to determine the time and location where the tine was damaged. Device history record was reviewed, and no anomalies were noted. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.